Manufacturer narrative:
One partial used device was rec'd on (B)(4) 2013 and evaluated. Testing found that only the cassette of the tubing set was returned with 17 inches of tubing connected to the inlet port of the cassette and 15 inches of tubing connected to the outlet port of the cassette. During testing, solution leaked from the semi-rigid adapter of the secondary port on the cassette. This was due to a crack in the semi-rigid adapter between the clave secondary port and cassette. Hospira has completed a formal investigation to address the issue of device breakage of the clave second port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a delay in critical therapy following a leak. It was reported that the primary tubing set was being used to deliver a unit of packed red blood cells (prbc's), at an unspecified "slow" rate, via a plum pump. No specific programming parameters were provided. The nurse reported that during routing monitoring of the pt during the first 15 mins of the blood delivery, the pump alarmed for proximal air/backprime. At this time, nurse reported that a small amount of air was noted at the connection of the cassette and the cassette outlet of the tubing set. It was reported that the nurse tried "flicking" the cassette, which "worked for a bit." After an unspecified length of time, it was reported that the pump alarmed for proximal air/backprime again. The customer contact reported that the nurse tried emptying the chamber so there was less blood in it, which worked for approx a min, but the device continued to alarm for proximal air/backprime. The customer contact reported that the nurse removed the cassette from the pump. At this time, it was reported that the nurse noted that the cassette was not completely prime with blood, and attempted to reprime the tubing set to fill the cassette. After an unspecified length of time, the pump alarmed again for proximal air/backprime. The pump was replaced and the therapy was resumed. After an unspecified length of time, it was reported that the nurse was notified that the replacement pump was alarming for proximal air/backprime. The customer contact reported the nurse attached an unspecified 10ml syringe to the secondary clave port of cassette and backprimed a few mls into the syringe which was reported to have "helped." After 20 mins, the customer contact reported the pump was again alarming. Two nurses entered to pt's room to attempt to troubleshoot. One nurse attempted to backprime; however, the device continued to alarm. The nurse reported that the blood that had previously been backprimed into the syringe was no longer there, and that 15-20ml of blood had leaked onto the floor and that blood was leaking from the cassette of the tubing set and out of the pump. The pump was powered off. A new unit of prbc's was obtained form the blood bank. The tubing was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. During further troubleshooting at the user facility, it was noted that there was a crack at the connection of the secondary clave port and the cassette. Though requested, no add'l info was provided.